Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include that the patient underwent surgery. Date of implant; corrected data: additional information indicates that the suspect device was explanted on (B)(6) 2014.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient had previously fallen off of a horse, which may have caused or contributed to the reported high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014. Additional information was received stating that the patient¿s surgery involved generator and lead replacement. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.